Event description:
Employee attempted to dispose of a luer needle adapter into the "a.n.d." Unit. The info co received stated the nurse was trying to dispose of the needle into the "a.n.d." Unit and the needle got stuck and did not drop into unit. Nurse finger came down and nurse got stuck with the luer needle adapter.